Event description:
Customer claims tube broke during stopper removal and a skin laceration occurred. No samples available for evaluation. Lot number is unk. No further action can be taken at this time. No meds were given as the blood came from an 11 year old child whose blood subsequently tested negative for hiv, hcv, etc. The first aid consisted of cleaning the cut with an antibiotic cream and a band-aid.